Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the reported issue was unfounded during investigation of the meter and test strips. However, unrelated to the issue, there was a low/dead battery issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/reporter contacted lifescan (lfs) (B)(4) alleging the patient had developed symptoms of shaking and looking pale. Subsequently, when the patient tested on the subject meter, her blood glucose was "8.5, 8.4, and 7.3 mmol/l." At the time of concern, the reporter did not trust the alleged readings and retested with another lfs meter obtaining a blood glucose reading of "3.6 mmol/l" (65 mg/dl). The reporter treated the patient with juice and cracker. The patient's symptoms abated after 10 minutes. Reportedly, the patient was ok the rest of the night. During a follow-up, the reporter indicated that the patient was going through a growth spurt and the insulin regimen is under adjustment to compensate condition and extra activities. In addition, on the day of concern, the patient had a "play date" where she ran around more than usual and reportedly had a delayed low in the evening. A patient reported blood glucose results of "8.5, 8.4, and 7.3 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 20% and/or <= 1.11 mmol/l. However, when compared the three results to the "3.6 mmo/l)", the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. This complaint is being reported due to the alleged inaccurate issue. There is no evidence that the patient suffered a serious injury due to the alleged issue as the patient symptoms began before the alleged inaccurate issue. The patient was promptly treated with food and drink at the time of concern. In addition, the patient was going through a growth spurt and her insulin regimen was still under evaluation. Hence, the patient's incident was part of her diabetes management.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # k082590